Manufacturer narrative:
The explanted device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Verified that all setscrews were in the up/loosened position and that all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that during a lead revision of a non boston scientific right ventricular (rv) lead the physician made multiple attempts to disengage the rv pace/sense portion of the lead from the device. The lead had to be cut and the device was explanted due to the setscrew in the header of the device did not release the pin from the port. Both the device and lead were replaced successfully and there were no reports of adverse patient effects.